Event description:
New information states that the patient was not symptomatic

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator changeout due to elective replacement indicator. It was noted that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was not symptomatic and was stable.